Event description:
It was reported that the customer delivered a bolus but did not receive a notification to continue the remainder of the bolus amount after the 25 unit max bolus was delivered. Reportedly, the customer had forgotten to continue the bolus and blood glucose level was impacted. During troubleshooting with tandem technical support, contact understood that the pump will notify the user for 10 minutes before the notification clears.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.